Event description:
The pt experienced a loss of therapeutic effect over the last 1.5 yrs; at 10.5v, the pt was barely feeling stimulation. Impedance measurements were checked and some of the bipolar pairs had readings of >4000 ohms. The physician was refering the pt to a neurosurgeon for lead and implantable neurostimulator replacement. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).